Event description:
It was reported that the user experienced difficulty pairing a dexcom g7 sensor, with signal loss noted and the responsible device not identified, and was instructed to toggle to g6 and back to g7, after which the user was able to start the sensor by entering the four-digit code. Symptoms included no reported clinical effects and no alerts or alarms, with blood glucose reported as unaffected. Outcomes included no impact on daily activities and no need for medical intervention. Investigation included user support troubleshooting and education conducted remotely. Investigation of this case revealed normal device behavior after re-pairing steps and no reproducible malfunction. It was concluded that the event was resolved with standard troubleshooting and that no device failure was confirmed.